Event description:
It was reported to philips that the system could not start up. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and found system did not start up. Upon troubleshooting, the fse identified that the os and application were corrupted. To resolve the issue, the fse reimaged the host-pc using the latest ghost image and performed the necessary configurations. After that, the system was returned to good working condition. The codes were updated based on the investigation outcome.